Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because pc message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.

Manufacturer narrative:
Follow-up #1 (submission 09/24/2012)-device evaluation: lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2011. The alleged complaint was not confirmed with the returned meter; however, a secondary issue (defective lcd) was noted during testing.